Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience sierra referenced is being filed under a separate medwatch report number. . Evaluation summary: the device was returned for analysis. The reported kink and the reported material twisted were able to be confirmed. The reported difficult to position and difficult to remove were able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat the right coronary artery. A 2.5 x 15 mm xience sierra stent delivery system was used; however, it became stuck with a 3 cm 014 balance middleweight (bmw) guide wire during advancement. Therefore, the devices were removed as a single unit and balloon angioplasty was performed to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.